Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: "the nurse opened the package and found a yellow stain on the connector nut." The product in use at the time is reported to be a 2205e. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the given lot number is incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2205e products in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd smartsite 20mm vial access device had foreign matter. The following information was received by the initial reporter with the following verbatim. The following information was received by the initial reporter with the following verbatim. The nurse opened the package and found a yellow stain on the connector nut.